Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (5mg/ml, 5.118 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was originally stated that the concentration of the morphine was 0.7502 and the dosage at the full amount including all boluses was 5.188 mg/day while 5.0 mg/ml was found on printout. It was reported that the patient's pump moved to a point where the port points towards his feet instead of pointing out. It had been slowly twisting down a little bit each month after the binding was taken off three months ago. No patient symptom was reported. No further complication was reported.